Event description:
Gave my son two home covid tests and both came up positive. Took him to the pediatrician on the same day as one of the positives. Pediatrician pcr was negative. Home test was positive. Home kit gave us two false positives. FDA safety report ID # (B)(4).